Manufacturer narrative:
Device evaluated by MFR.: promus elite ous, mr, ous 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on the distal section with struts lifted and pulled distally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was engaged with a 3.5 non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.5x12 non-bsc balloon catheter resulting to a 70% residual stenosis. Following pre-dilatation, a 32 x 2.50 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, the distal part of the stent was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was engaged with a 3.5 non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.5x12 non-bsc balloon catheter resulting to a 70% residual stenosis. Following pre-dilatation, a 32 x 2.50 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, the distal part of the stent was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.